Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient during a drg system explant (related manufacturer reference number: 1627487-2025-05417), the left lead was unable to be removed due to scar tissue and broke off at the distal portion. As a result, the lead was left implanted in patient. Further surgical intervention may be undertaken at a later date to address the issue.